Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 4315). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 4315 - cause not established. The sample was visually inspected and was not found to have a break or any other anomaly that could lead to leak. After having been rinsed, it was filled with physiological saline solution (colored for better visibility), no leak was observed. Review of device history record and incoming inspection record of the involved material code/lot# combination confirmed that there were not any indications of anomaly in them. The investigation results verified that the actual sample had no anomaly in the appearance and in the pressure resistance test result. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 9, 2020. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated event or problem). G4 (date received by manufacturer) . G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that patient underwent mitral valve replacement + coronary artery bypass graft. As per user facility, during the extracorporeal circulation the perfusionist has seen the foam inside the oxygenator around the inlet connector without any modification of the pressure drop or blood gas parameters (total time ecc 200 minutes).

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a foam noted in the oxygenator. No known impact or consequence to patient; the product was not changed out; the procedure was completed successfully.